Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the clinic with the smartpass feature automatically disabled and two inappropriately treated events due to non-physiological noise. The patient was subsequently hospitalized with therapy disabled. Boston scientific technical services (ts) was contacted recommended x-ray imaging and provocative maneuvers to assess the system integrity. The recommended troubleshooting was performed, which showed appropriate noise detection in the secondary vector. The x-rays provided showed appropriate placement and connection. As the noise was not reproducible, ts recommended reprogramming the system to the secondary sensing vector and continuing with remote monitoring. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.